Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing and automatic mode switching due to noise episodes in the right atrial (ra) lead was noted. The lead was capped and a new ra lead was implanted. The patient is in stable condition.